Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product.

Event description:
The customer reported that the user has read-only access, yet can update pharmacy drugs assigned to care plans and can update/modify order set components. Based on the available information there have been no actual mistreatment.